Event description:
It was reported prior to starting a da vinci prostatectomy procedure, the prograsp forceps instrument's motion felt uncomfortable to the surgeon. It was confirmed that the wire of the instrument had a slack. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. Visual inspection found the instrument pitch cable was derailed. The pitch cable was loose at the distal end; however the cables are not damaged. The blue housing was removed and found the pitch cable was derailed at the clamping pulley. Also cables exhibited some bio-debris which may have impacted the instruments motion. The distal end of the main tube had various scratch marks with light material removed. The scratches were .095- .194 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, main tube scratches with light material removed if to recur could cause or contribute to an adverse event.